Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc investigated this complaint from the information of the user facility. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied stress, external factors, or user handling. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.